Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door and the right plunger case were cracked. A review of the event history log (ehl) identified battery communication timeout. During the functional testing the reported issue was unable to be duplicated. The battery values were within specifications. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced battery as preventative measure. Performed power up process, preventative maintenance, and all functional tests which passed.

Event description:
It was reported that the pump would not power on and would not detect the syringe. No patient injury was reported.